Manufacturer narrative:
This follow up was made to notify the FDA that the first initial submission of the report was in error, as it was assigned to the incorrect fei number. Please delete the first submission and this follow up submission. The report will be submitted to the appropriate fei number.

Manufacturer narrative:
Additional manufacturer narrative: complaint received from consumer and consumer stated she threw the product away, so we were unable to retrieve lot information or the product for investigation or testing. This report and the information submitted under this report do not constitute an admission that the device or scholl's wellness or any of its employees caused or contributed to the event described within this report.

Event description:
This spontaneous report from the united states was received on 11-jun-2024 via email regarding a 52-year-old, female who used the dr. Scholls freeze away skin tag remover. On 15-jun-2024, additional information was received from a consumer. On (B)(6) 2024, the consumer used dr. Scholls freeze away skin tag remover once, according to package instructions. The next day after using the product, the consumer experienced burning, swelling, and bruising. Also reported as a burn which turned into a bruise. Over the next several days the bruising progressed her whole left shoulder area and over the chest area. On (B)(6) 2024, she went to an emergency room and was diagnosed with cellulitis. She was given an antibiotic (route not confirmed) which did not work. On (B)(6)2024, her symptoms progressed so she saw an orthopedic oncologist as the consumer thought it was affecting her prosthesis as her pain in her arm (the same side as the prothesis) was so bad she had troubles moving her arm. She was admitted to a hospital on (B)(6) 2024. She had a biopsy and cultures taken. The oncologist noted she was misdiagnosed as her symptoms were due to ecchymosis and not cellulitis. She was told the freeze part of the product caused the blood vessels to burst and bleed. As of (B)(6) 2024, the swelling, pain, and bruising was ongoing. She anticipated having an appointment with a dermatologist on (B)(6) 2024. No additional information was provided.